Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited loss of capture due to noise over-sensing and r-wave amplitude variation. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.

Event description:
New information received notes that the right ventricular lead re-exhibited noise. No intervention was performed. Patient was asymptomatic, and the patient wound continue to be monitored.